Manufacturer narrative:
(B)(4).

Event description:
It was reported that while utilizing an enucleation technique during a prostate procedure, four greenlight surgical fibers were fibers were used to complete the procedure: at 18,000 joules while using the first side-firing surgical fiber, the fiber output beam was observed to be forward-firing. At 4,000 joules while using the second side-firing surgical fiber, the fiber tip was damaged and again, the output beam was observed to be forward-firing. At 2,000 joules while using the third surgical fiber, the fiber broke / was damaged at the tip. The procedure was completed using a fourth surgical fiber for 71,495 joules. A total of 17 minutes lase time and 95,495 joules were reported to have been utilized during the procedure. There was no patient injury reported. This report is for the second surgical fiber used.

Manufacturer narrative:
Product evaluation: failure analysis for fiber 0010-2400-641a-(B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits severe devitrification at output window; the metal cap exhibits mild char on surface; the outer flow tubing open end exhibits minor scratch marks, and severe contamination, likely biologic. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.